Event description:
This event was further reported as a repair of the pt's native mitral valve was attempted, not the bioprosthetic valve as described in the hospital medwatch form. Further, it was explained that the defect was that the valve did not look right. The pt never fully recovered from surgery due to the long pump and anesthesia time. No further info was provided.